Event description:
Inbound; pt reported to disposable clamp tubing alarm on both cadd legacy pumps right after cadd flow stop cassette change. Cassette lot 4096351. Wasted 1 vial of remodulin over several days due to same cassette issues, cassette changed and alarm resolved. Replacement cassettes and vial sent with box to return. No further details provided.